Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken cable was confirmed and reproduced during service evaluation. The power cord was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted. Additional information: a service history review revealed there were previous service events related to the reported condition. During previous service the power cord was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.